Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the gap in the adhesive is due to physical stress. However, the root cause of the reported event is unable to be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus, for device evaluation. The customer¿s allegation of shadow cones and broken crystals could be confirmed. No black shadows/vignetting was found. There was a gap between the acoustic lens and the ultrasound probe. Additionally the finding listed was discovered as well, and is as follows: (a.) Due to damage to the acoustic lens, the displayed ultrasound image was defective. (B.) The connecting tube had a dent, (c.) And due to damage on acoustic lens, displayed ultrasound image is defective. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited shadow cones and broken crystals. It is unknown when the event occurred. There was no report of patient or user harm associated with the event. The device was returned to olympus. During testing and inspection of the returned device, it was discovered that there was a gap of adhesive on the distal end, and stain entered inside the lens through the gap. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.